Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to no button response. Unable to confirm unexpected low reservoir alarms due to no button response. Unable to verify alarm volume anomaly due to no button response. Unit received with cracked reservoir tube lip,minor, cracked case at display window corner, cracked belt clip slot,cracked battery tube threads and scratched display window.

Event description:
The customer reported via phone call that they cannot hear the alarms on the insulin pump. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.